Manufacturer narrative:
The device was received and inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. No other damages or defects were observed that could contribute to the reported leaking during wear. Blood was observed on the adhesive pad of the returned device. The formed needle was visible in the exposed portion of the soft cannula. The linkage assembly, seen through the top housing, was observed to be not fully retracted. Upon opening the device and removing the top housing, the linkage assembly was seen to move back into a fully retracted position. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing due to the misaligned linkage assembly. This contributed to the reported bleeding. The exposed portion of the soft cannula was observed to be kinked, however, this damage did not prevent fluid from exiting the distal tip of the soft cannula, and no signs of leakage were observed during the leak test. Although the cannula was kinked, the timing and cause of the damage is unknown. The download data did not show any alarms, timeouts or drive stalls during the run.

Event description:
It was reported the patient's blood glucose level reached 281 mg/dl. The pod was worn between 36 and 48 hours on the abdomen. Hyperglycemia treated by syringe injection.